Event description:
The user is reporting that the device repeatedly gave the "reapply pads" prompt even when a replacement set of pads was used. Patient outcome is unknown.

Manufacturer narrative:
(B)(4). Device investigation is pending.